Manufacturer narrative:
B3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the stimulator was doing odd things in their hip and they would like the implant removed. They said they got an aching pain at their implant site that felt like they had bumped into something. The issue began last month. The patient was redirected to their healthcare provider to further address the issue. They stated that they have an appointment on (B)(6) 2024 to get their device removed, but they would like a sooner appointment if possible.